Manufacturer narrative:
A ge svc rep performed an on site investigation. The high voltage cable was replaced during the svc call. The system was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the 9900 system had poor image quality with gray images during a case. The procedure was completed. No pt injury was reported.